Event description:
The customer reported that the system exhibited a 'communication failure'. This error can result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and adjusted. The interconnect cable and receptacle were also evaluated. The system was tested and found to be working as intended and returned to service.